Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient was getting an error message on the handset 2 out of 5 times that they used the handset since about a month ago. The patient's handset got stuck at 90%. The patient got an error message to restart the handset. Patient services assisted the patient with clearing data. The patient's handset was at 91% charged and the communicator was 98% charged. Patient services reviewed device function. Troubleshooting steps taken to on the call resolved the issue.